Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the person with diabetes (pwd) experienced leakage with two cleo 90 infusion sets, which required switching infusion sites and requesting replacements. The pwd confirmed that the cannula was not kinked and that the connector made a clicking sound when attaching the tubing to the infusion site. The pwd also stated having only one infusion set available to return for investigation. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient is a white, non-hispanic/latino male, born on (B)(6) 2000 and weighing 250 lbs.